Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the rv coil on the right ventricular (rv) lead had high/undefined impedance despite efforts to reduce it. The device setscrew was noted to noted to have difficulty securing the lead after the multiple times the lead was secured. Both the lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.